Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis patient reported being hospitalized for peritonitis. Follow up with the patient¿s peritoneal dialysis nurse indicates that patient was put on antibiotics and discharged from the hospital on (B)(6) 2018. It was reported that the patient had fungal peritonitis and that the patient has been moved from peritoneal dialysis to in center hemodialysis. Additional information was solicited.

Manufacturer narrative:
Clinical review: a temporal association exists between ccpd therapy with the liberty select cycler, liberty cycler set and the patient¿s adverse event(s) of abdominal pain and peritonitis which required hospitalization on (B)(6) 2018 through (B)(6) 2018. However, based on the information available at the time of this clinical investigation, there have been no reported allegations or documentation indicating the liberty select cycler and/or liberty cycler set malfunctioned in any way to cause or contribute to the event(s) of abdominal pain and peritonitis. Additionally the pdrn reported the cause of the patient event(s) is unknown, however it is unrelated to any fresenius product. Therefore causality cannot be determined.

Event description:
Information additional information was requested and received. On (B)(6) 2018 this 75 year old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service regarding drain complications. During follow-up it was discovered the patient was hospitalized on (B)(6) 2018 through (B)(6) 2018 for abdominal pain and was subsequently diagnosed with peritonitis. During a follow-up call on (B)(6) 2018, the patient stated his peritonitis was treated with antibiotics (drug, route, dosage, duration and frequency unknown). The patient also stated he continues to perform pd therapy utilizing the same cycler without issue. Follow-up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018 revealed the cause of the peritonitis is unknown. However, the pdrn reported the peritonitis and/or hospitalization were unrelated to any fresenius product(s). Additional attempts to obtain information have been unsuccessful.